Manufacturer narrative:
It was identified the incorrect part number was inadvertently reported.

Manufacturer narrative:
There will be no product returned as the parts remain implanted. There was no x-rays, scans, pictures, or physician reports provided; therefore the complaint cannot be verified. The sales representative stated that the bone graft had failed. It was reported that the surgeon stated that the bone had given way again. There was no alleged malfunction of these implants. The patient had the original revision due to non-union of the bone which reoccurred during this attempt of a bone graft. The most likely underlying cause of this complaint is patient condition. There are no indications of manufacturing defects.

Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state "if there is delayed union, nonunion, or incomplete healing of bone, the implant can be expected to bend, break, or fail." The part numbers and quantities of the explanted screws are unknown. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It as reported after the removal of the original jl plate and screws reported in 0001032347-2016-00760, a 12-hole narrow ladder plate was used in conjunction with a bone graft to close the gap in the sternum. The surgeon reported that the closure failed again, however the patient is stable and there is no plan for a second revision.